Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to gripper actuation issues and suspected gripper line break. It was reported that on (B)(6) 2020, the patient presented with degenerative mitral regurgitation (mr) grade 4, and a posterior leaflet 2 (p2) flail. The first clip delivery system (cds0601-xtr, 00125u214) advanced to the mitral valve without issue. The clip was lowered into the left ventricle and grippers lowered. Before leaflet grasping, the grippers were attempted to be raised, however, both grippers would not rise. The clip was inverted and re-positioned for standard troubleshooting. The grippers were attempted to be raised again, however the grippers stayed down. The gripper lines in the lever were then observed and appeared loose/stretched and a gripper line break was suspected. The device was removed from the anatomy without issue and another clip was successfully used in replacement. The mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant procedural delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device returned for analysis. All available information was investigated and the reported issues were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported stretched and broken gripper line and observed bent frictional elements cannot be determined. The reported inability to raise grippers is a result of the gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.